Event description:
Alleged the pt positioning monitor was armed and did not alarm when the pt exited the bed. The pt fell but was not injured. The facility indicated the bed has done this before.

Manufacturer narrative:
The technician tested the bed with 200 lbs and then with 100 lbs of weight in all three pt positioning monitor settings from both siderails. The tech could not duplicate the alleged malfunction. The bed passed all function checks.